Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported bite concerns stating teeth are still crooked and aligners have sharp edges that are uncomfortable against lips and tongue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.